Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section d4, model #, of the initial medwatch report stated: prt-01201-000. Section d4, model #, of the initial medwatch report should have stated: v+pro emergency, english. Section d4, expiration date, of the initial medwatch report stated: blank. Section d4, expiration date, of the initial medwatch report should have stated: 08/06/2022. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4). New information for supplemental medwatch report 001 -- h6: the device was not returned to ventec for evaluation. The device was evaluated by an authorized service provider (asp) where the reported issue of the device providing low fio2 (fraction of inspired oxygen) readings was confirmed. The asp replaced the metering valve to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the metering valve.

Manufacturer narrative:
The authorized third party service provider will further evaluate and repair the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec by a third party service provider that the ventilator was delivering low fio2 (fraction of inspired oxygen). There were no reports of patient involvement associated with the reported event.